Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited a loss of capture, low impedance and lead noise. The lead was removed and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found. All damages found were consistent with those occurring during procedure.